Event description:
Shortly after my silicone implants were put in my health declined so bad I became disabled not being able to leave my house. To having a hysterectomy at a young age. To rashes and lesions. No follow through with mentor silicone implant study never heard from them.